Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter. Visual inspection of the sample noted 1 two- way foley catheter inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and noticed a leak in the balloon using a pin gauge measuring (0.018¿) found on the return sample. This is considered a failure stating that "pinholes are not permitted". A potential root cause for this failure mode could be ¿ incorrect jaw fixtures used (leading to overstretching or damaging the balloon)¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that a foley catheter was placed in the patient for a laparoscopic nephrectomy. After the patient was positioned, it was noted that the catheter fell out. The customer inspection revealed that the catheter balloon was burst. Two more 16fr foley catheters, kits was opened and also had burst retention balloons. All 3 kits used had different lot numbers ngfp2350, ngey1092 and ngez2428. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a foley catheter was placed in the patient for a laparoscopic nephrectomy. After the patient was positioned, it was noted that the catheter fell out. The customer inspection revealed that the catheter balloon was burst. Two more 16fr foley catheters, kits was opened and also had burst retention balloons. All 3 kits used had different lot numbers ngfp2350, ngey1092 and ngez2428. No medical intervention was reported.